Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that infusion set was kinked when infusion set was removed and needed to change it due to high blood glucose of 595 mg/dl. Troubleshooting was performed and customer called back to perform high pressure test. Insulin pump passed high pressure test. Insulin pump will not be returned for analysis.